Event description:
It had been reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device was communicating. A technical support specialist (tss) checked station in the remote support service dashboard (rss) and found it was showing as offline. The tss called the customer, requested to check whether the station was powered on and connected to the network, advised to reboot the station if it had been powered on. The issue had been resolved, as confirmed by the customer. The tss monitored the station again in rss, it showed online and checked the functionality. The system functioned as intended after the technical support specialist had troubleshot the device.